Manufacturer narrative:
Corrected the incorrect information initially entered into the form

Manufacturer narrative:
One half of an iol optic was received for analysis. A small brown particle, not a mark, was observed loosely adhered to the cut edge of the iol. The particle was easily removed and was not embedded in the material. While we are unable to determine the origin of the particle, our observation reasonably suggests it was not manufacturing related. The lens met all manufacturing criteria at the time of release.

Event description:
It was reported the intraocular lens was removed and replaced without complication at 2 months post implant due to the physician's observation of a brown mark on the optic.